Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a broken display was not confirmed during product evaluation. Also, the quality engineer has not determined the cause of the reported condition. Since no assignable cause was provided during product evaluation, no repair was performed for the reported condition. A service history review found that the device has not been previously sent into service for the reported condition. This is involving a pump with software version 6.13.90 which is categorized as a colleague 2006.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
The facility reported a colleague infusion pump with a "broken display". It is unknown when or in which care area this event occurred. This event may have interrupted delivery. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.